Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On(B)(6) 2025, during supply change, the patient saw insulin leaking due to connector not fully tightened (user error). The issue was corrected and completed supply change with agent guidance and resumed insulin delivery. Blood glucose was unaffected. Using prefilled cartridge and cd steel infusion set 6 mm 23". No symptoms experienced by the patient during event and no medical intervention required.